Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd autoshield¿ duo pen needle 30g x 5mm (100 count) there were cover retraction issues. There was no report of patient impact. The following information was provided by the initial reporter: outer plastic did not retract allowing for the needle to pierce the skin. Patient reported that it happened the night before as well.

Manufacturer narrative:
H6: investigation summary: no samples including photos were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported while using bd autoshield¿ duo pen needle 30g x 5mm (100 count) there were cover retraction issues. There was no report of patient impact. The following information was provided by the initial reporter: outer plastic did not retract allowing for the needle to pierce the skin. Patient reported that it happened the night before as well.